Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no discrepancies. Functional testing also found no discrepancies. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a malfunction concerning a 250ml cadd solis cassette on one of the patients. There were no consequences for the patient as the pump finally stopped ringing and the next day, they switched to a pocket system + spiral tubing. The patient was taking their usual background treatment unrelated to the recognized problem. Vancomycin had just been reconstituted and put in the cassette on the day in question, even problematic the day before the infusion. There was patient involvement and no patient harm/adverse event reported.